Event description:
The manufacturer received information alleging a patient expired after they became disconnected from a ventilator. The manufacturer's investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator circuit disconnect that resulted in the patient expiring. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2017, at 18:55:14 local time the ventilator began alarming for a low peak inspiratory pressure condition. This alarm sounded for 5818 seconds (approximately 97 minutes). This alarm was followed by low peak expiratory pressure and check circuit alarms of similar duration. The alarms were acknowledged at 20:43:51 local time as evidenced by an alarm silence/reset keypress. The device was manually powered off on (B)(6) 2017 at 23:54:54 local time. The manufacturer concludes the ventilator operated and alarmed as designed to alert the caregiver of the event. The alarms were not acknowledged in a timely manner.